Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the details outlined in this case study as published in van lieshout et al., 2022. (Medical device literature).

Event description:
As reviewed in van lieshout et al., 2022 medical device literature the case study discusses a reoccurrence of rectal cancer after use of lone star retractor. A 57 year old male was diagnosed with a high risk early stage rectal adenocarcinoma. He was treated with transanal minimally invasive surgery (tamis) with the use of a lone star retractor and he received subsequent chemo-radiotherapy. 23 months later the patient developed a bleeding mass bulging out of the anus. A true cut and incision biopsy was performed and the pathology report revealed localization of adenocarcinoma at the anal canal which was similar to the earlier diagnosed rectal carcinoma. The patient underwent an abdominal perineal resection and left-sided lymph node dissection.

Event description:
No additional information is available.

Manufacturer narrative:
Updated: a2, a3, b6, b7, g2 correction: h1 distribution history distribution history cannot be provided as there is no lot number. Manufctrng record review lot number not provided to perform DHR review. Incoming inspect review incoming inspection record review not applicable to this product. Service history record service history record not applicable to this product. Historic complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product was not returned. Visual eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause root cause not applicable as the complaint condition was not confirmed. Risk analysis: the risk of cancer cell dissemination did not meet the criteria of a significant residual risk which would have required disclosure in the IFU. Over the previous 5-year surveillance period, 2.5-3.5 million elastic stays are used per year. The instances of cancer cell dissemination represented by 4 instances among 2.5 million uses is only 0.00016%, which still falls within an occurrence of improbable (o1). Coopersurgical will continue to monitor this complaint condition for trends.